Event description:
Additional information received indicates that surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue. One lead had impedance issue which was found to be fractured and another lead was migrated which was confirmed on c-arm imaging during the surgery. It is unknown which lead was fractured and which lead was migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number: 3006705815-2021-00600. It was reported the patient was not receiving effective stimulation and diagnostics indicated high impedances. Surgical intervention may be pending to address the issue.